Event description:
Pt was undergoing an operation for repair of a fractured hip and hip dislocation. It was noted that a dispersive electrode was placed on the pt's right hip. As soon as the dispersive electrode was removed, it was noted that the pt had a 3rd degree burn. It was noted to be a 1 cm full thickness burn. It was also noted that the pt was sweating profusely and this interfered with the dispersive electrode contact with skin.